Event description:
A malfunction was reported with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer and advised on necessary steps for managing and storing the current pump. The customer was informed about the pump's updated software and necessary actions when using their g7 sensor. They understood and acknowledged the instructions provided by the support team.